Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer reported a blood glucose level of 220 (mg/dl) and delivered a bolus with the pump to stabilize bg level. Customer declined to reload the cartridge to avoid insulin waste.